Event description:
This lens was never disposed to the pt. Base curve verification was 8/12 instead of 8/07, well beyond accepted tolerance of good mfg practices and ansi standards. This was supposed to have been re-inspected for accuracy before shipment. Corneal health could have been seriously compromised by this poor quality control